Event description:
Pt developed symptoms of hypersensitively after receiving collagen infection. Subsequently, skintest site also reacted. Physician has treated pt with kenalog (im) and topical protopic. 1%.